Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: e1 (event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and repairs have been carried out. (Full warranty maintenance) . Charging may not be possible depending on the length of the power cord. A vinyl string had become entangled in the turntable, causing it to come off. The problem was resolved by removing the vinyl string and re-fixing the turntable. After each operation, operation was confirmed based on the regular inspection record sheet and it was confirmed that the equipment is currently in good condition and working.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) had a charging failure. Charging may not be possible depending on the length of the power cord. There was no patient involvement.